Manufacturer narrative:
(B)(6) 2020, this lead was explanted (B)(6) 2020. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(6) 2020 - this lead was explanted (B)(6) 2020. Upon receipt the lead was found cut 12 cm distal to the is-1 connector pin. A proximal and a medial fragment were returned. An explantation aids were still inserted in and mounted on the medial lead fragment. A distal part including the lead tip was missing. The performance of the fragments was scrutinized, including a visual inspection. Further analysis of the returned lead fragments did not reveal any irregularity that might have contributed to the reported oversensing. The inspection revealed severe abrasion marks at several positions of the lead segments. In particular between 20 and 24 cm distal to the is-1 connector pin the insulation was found abraded through. However, this damage is not assumed to be the root cause for the observed oversensing. Based on the characteristics of this damage, it is reasonable to assume that the lead was subject to severe mechanical stress due to constant friction against another implantable device such as a nearby lead. Damages like the deformed svc shock coil most likely occurred during the extraction procedure due to tensile stress. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Noise was observed on this lead. Lead will be explanted. No adverse patient events reported. Should additional information be received, this file will be updated.